Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve on a uv flash transfer set was broken. This event occurred during use with patient involvement. There was no abnormality found in regards to the appearance of the transfer set. It was speculated that the clutch of the flow control barrel was being evened to gear the twist sleeve. The transfer set has been in use for four months. The patient involved in the reported incident has been using peritoneal dialysis therapy for 9 years. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues found. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues found. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.